Manufacturer narrative:
Updated fields: d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Emergency lamp indicator was blinking. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside device, deformed gasket on front panel, cloudy lens, front panel broken, rear panel and rear foots are rusty, hexagon wrench is out of stock and the lamp is expired. Based on the results of the investigation it is likely the reported issue was caused by a faulty spare lamp. However, the specific cause of the faulty spare lamp was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the emergency lamp indicator was blinking during an inspection of the evis exera ii xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.